Manufacturer narrative:
Additional information: through follow-up the serial number of the suspect product was provided. Therefore, the following sections have been updated as follows: section d4: expiration date: 11/20/2022. Section d4: serial number: (B)(6). Section d4: UDI number:(B)(4). Section d4: catalog number: pcb0000180. Section h4: device manufacture date: 11/20/2019. Device evaluation: the lens remains implanted; product evaluation could not be performed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Exact date not provided. Best estimate is between (B)(6) 2020 implant date and (B)(6) 2020 when a planned yag was reported. Brand name: unknown/not provided. Model number: unknown/not provided. Serial number: unknown/not provided. Catalog#: unknown as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: UDI # is unknown as product serial number was not provided. If explanted, give date: not applicable, as lens remains implanted. Address: unknown/not provided. PMA/510(k) #: unknown, as the serial number was not provided. Other: a failure analysis of the complaint device cannot be completed as product remains implanted. Also, because we do not have product identifiers device history record and trending cannot be performed. If there is any further relevant information received a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an unknown masked clinical study replacement intraocular lens (iol) was implanted in the patient's right eye. This iol later developed posterior capsular opacification (pco). The pco became debilitating and significantly interfered with the patient's daily activities including night driving. Follow-up confirmed that the surgeon later performed yttrium aluminum garnet (yag) procedure to address the pco. No other information was provided.

Manufacturer narrative:
Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked. Additional information: information received that the clinical study was unmasked and the product model number was provided. As a result, the following fields have been updated and populated accordingly. Section d1: brand name: tecnis itec preloaded 1-piece iol. Section d2: hql, monofocal iol. Section d4: model #: pcb00. Section d4: catalog #: a complete catalog# is unknown as the serial number was not provided. Section g5: PMA# p980040 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.